Event description:
The following report was received from the clinical study: the pt expired approx two days after the index procedure. The cause of death was noted to be sudden cardiac death. Evidence of stent thrombosis was noted as likely. The pt stopped taking clopidrogel 2 days before death due to economical reasons. This event was reported as highly probable to the device and possible to the index procedure.

Manufacturer narrative:
The primary indication for the procedure was stable angina pectoris. This target lesion's location was at the proximal left anterior descending coronary artery. The lesion was a 70% restenotic lesion of a previously implanted bx sonic bare metal stent. The lesion classification was type b2. The reference vessel diameter was 3mm and lesion length was 28mm. Post-procedure diameter stenosis was 0 %. The pt was discharged the following day with the following medications: aspirin, clopidrogel, statins, ace inhibitors, and beta-blockers. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2007-00455 and 9616099-2007-00456. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.